Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during physical activity/sweating, swimming, or bathing at the time the set fall off on 09-april-2024. Skin tac was used as adhesive aides at the area of insertion. Insertion site was free from hair. The glucose level was over 200 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.